Manufacturer narrative:
There were no unexpected blank display anomalies or battery out limit alarms found during testing. The device passed the displacement test and the off no power test. The operating currents were in range. The unit had minor scratches on the lcd window, a cracked reservoir tube lip, scratches on the reservoir tube window, cracked battery tube threads, and a shifted end cap sticker.

Event description:
The customer called in to report a battery out limit alarm and a blank display. The customer's blood glucose level was unknown. The customer was advised to discontinue use of the device and revert to a back-up plan. The customer was advised that the device would be replaced, and was informed to return the product for analysis.